Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
"During a pka case the proudness of the femur was shown as a minus value rather than a plus value. All of the other graphics made it clear that this was an error and a glitch by the robot. Case continued as normal and was completed successfully. I spoke to the engineer and she recommended reuploading the mako applications again which I did."